Event description:
It was observed during inspection of the device, that the duodenovideoscope exhibited foreign material adhered around the objective lens cracks and the inside of the light guide lens has stains. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded light guide lens which led to corrosion. However, we could not specify occurrence cause by confirming the event or analyzing the actual device for the subject device was not send to olympus. The user may detect the event by handling the device according to the following instruction for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3, preparation and inspection. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU: IFU states the detection method in tjf-q190v operation manual chapter 3, preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.